Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2017-09502. It was reported that stent damage occurred. The chronic totally occluded target lesion was located in the moderately calcified right coronary artery (rca). After a guide wire crossed the lesion, pre-dilatation was performed with a balloon catheter and an anchor balloon was advanced for stent placement. There were two guide wires, one anchor balloon and a 6f guiding catheter was inserted prior to stenting. A 2.25 x 38 synergy¿ drug-eluting stent was advanced for treatment. However, when the device was advanced inside the guiding catheter, a resistance was encountered. When the device was further advanced to the lesion, it got caught in the proximal rca. When the device was taken out from the patient's body, it was noted that the tip of the stent got lifted. The anchor balloon was also removed. Subsequently, a 2.25 x 38 synergy¿ drug-eluting stent was advanced through the guiding catheter without resistance. However, the device also got caught in the proximal rca and it was unable to cross the lesion. When the device was removed from the patient's body, the mid part of the stent got lifted. Since there were two wires in the coronary artery, one wire was removed as there was a possibility of entanglement. The procedure was completed with a different device. No patient compilations were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent struts were damaged and lifted from their crimped stent positions on the 5 most distal stent strut rows. The undamaged proximal section of the crimped stent od (outer diameter) was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination found no kinks along the hypotube shaft. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the shaft polymer extrusion. As part of the analysis, a recommended guide wire 0.014" was inserted through the wire lumen of the returned device with no issues. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. There is no evidence that the device failed to meet specification prior to shipping. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2017-09502. It was reported that stent damage occurred. The chronic totally occluded target lesion was located in the moderately calcified right coronary artery (rca). After a guide wire crossed the lesion, pre-dilatation was performed with a balloon catheter and an anchor balloon was advanced for stent placement. There were two guide wires, one anchor balloon and a 6f guiding catheter was inserted prior to stenting. A 2.25 x 38 synergy¿ drug-eluting stent was advanced for treatment. However, when the device was advanced inside the guiding catheter, a resistance was encountered. When the device was further advanced to the lesion, it got caught in the proximal rca. When the device was taken out from the patient's body, it was noted that the tip of the stent got lifted. The anchor balloon was also removed. Subsequently, a 2.25 x 38 synergy¿ drug-eluting stent was advanced through the guiding catheter without resistance. However, the device also got caught in the proximal rca and it was unable to cross the lesion. When the device was removed from the patient's body, the mid part of the stent got lifted. Since there were two wires in the coronary artery, one wire was removed as there was a possibility of entanglement. The procedure was completed with a different device. No patient compilations were reported and the patient's status was stable.